Event description:
It was reported the patient experienced chest discomfort, respiratory distress and went to the emergency department. It was further noted the patient's ventricular lead had perforated the right ventricular wall. The lead was extracted and a pin plug was inserted into the pacemaker port. A temporary lead was placed in the right ventricle. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, the helix was blocked by the guide tooth, the guidetooth was damaged, there was tissue on the helix and there was apparent explant damage.